Event description:
A nalu peripheral nerve stimulator system was implanted on (B)(6) 2025 and the patient subsequently experienced recurrent infections at the surgical incision site, as well as persistent failure to heal. The wound site was reported to have been irrigated and debrided by the physician and the patient was prescribed several rounds of oral antibiotics, however the wound continued to resist healing. On (B)(6) 2025 the nalu system was fully explanted to facilitate the healing process.

Manufacturer narrative:
It is unknown if any lab cultures were taken at any point after implant, thus the type of infection is unknown to the firm. Cause and source of the infection are unable to be conclusively determined with the information available.